Event description:
It was reported that an amplatzer guidewire was selected for a procedure on (B)(6) 2024. During the procedure while removing the guidewire from the 18mm amplatzer sizing balloon ii, it was believed that a blood clot was noted attached to the wire on intracardiac echocardiography (ice). There was some difficulty removing the guidewire from the balloon. Upon separation it was noted that there was no clot but the guidewire was observed to have a strand of wire sticking out from the side. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of stuck guidewire inside a sizing balloon and material deformation was reported. The device was returned for investigation and confirmed to meet dimensional specification. The guidewire had a fractured ribbon. The ribbon protruded through the coil approximately 2.5cm from the distal end. The coil and core remained intact. There are three bends present approximately 1cm and 3.4cm from the distal end, and 7cm from the proximal end. There was approximately 0.1cm of the fractured ribbon protruding from the back of the distal weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that an amplatzer guidewire was selected for a procedure on (B)(6) 2024. During the procedure while removing the guidewire from the 18mm amplatzer sizing balloon ii it was suspected that a blood clot was noted attached to the wire on intracardiac echocardiography (ice). There was some difficulty removing the guidewire from the balloon. Upon separation it was noted that there was no clot but the guidewire was observed to have a strand of wire sticking out from the side. The patient did not present with any clinical signs or symptoms. The patient status was stable.